Manufacturer narrative:
A follow up report will be submitted after the device has been received by philips for evaluation.

Event description:
The customer reported not being able to change the setting, it's stuck on pads. There was no reported patient involvement